Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b3 b5 b6 d6b d9 h3 h6. Laboratory analysis summary the device related to the reported events capsular contracture- breast and anxiety - product/ procedure- breast were received on may 23, 2025 with lot number 2868738. Based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure- breast: unable to observe as it is not related to the manufacturing process. Capsular contracture- breast]: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.